Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 instrument would not work properly. There was no consequence to the patient.